Event description:
I had to consult my physician; I bought a blood pressure monitor from a company called oxiline. The machine was "severely" inaccurate. It consistently gave me high readings on my systolic blood pressure. I'm a metabolic syndrome patient and the blood pressure monitoring is of the essence particularly when you are being medicated. As you might know, having your blood pressure consistently high might cause issues with your kidneys and liver among other body parts. So, having an inaccurate device in the market goes against the patient's best interest. Moreover when the company advertised themselves as the most accurate machine. FDA safety report ID# :(B)(4).